Event description:
During a procedure the endoscopic clip device misfired on its first use; then we went to fire the device again and the jaws would not open. The case was delayed approximately 10 minutes waiting for a replacement device from central supply. The vessel was bleeding but no excessive blood loss noted. No harm to the patient.